Manufacturer narrative:
Review of the system logs found no relevant errors occurred during the procedure. Logs for the four subsequent procedures found the system functioned normally, with no intraoperative events or issues. The following concomitant products were used during this procedure: 30 degree endoscope plus, tip-up fenestrated grasper, fenestrated bipolar forceps, long bipolar grasper, two sureform 45 stapler instruments. A site history review found no complaints were made for the instruments used during this procedure. Review of the stapler logs found that the first sureform 45 curved tip stapler (part number 480545-06, lot number k10250303-0053) was installed 16 times and fired 12 reloads (1 blue, 4 green 1 blue, 4 green, 2 white respectively). All firings were completed with no pauses for compression. There were no incomplete clamps or unclamp failures by this instrument. There were four consecutive initialization failures due to high drivetrain friction after the 3rd firing, however, the initialization failures resolved and the instrument successfully completed 9 subsequent firings. The second stapler used was curved-tip sureform 45 (part number 480545-06, lot number k10250303-0050). This instrument was installed 2 times and fired two green reloads. Both firings were completed with no pauses for compression. There were no incomplete clamps or unclamp failures. The system logs did not show any stapler related errors. A device history record (DHR) review found no non-conformances related to the devices used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died following bleeding in a pulmonary lobectomy procedure. The exact cause of the bleeding and the events that led to the bleeding are not reported. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Section a2: patient age was reported to be "around 60 years old". .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy, the patient experienced bleeding and died. The site thoracic lead reported that it was a long lobectomy surgery, and the bleeding occurred towards the end of the procedure. The surgeon was working near the pulmonary artery (pa) when this event occurred. The thoracic lead thought the surgeon was using a da vinci stapler on the blood vessels near the pa, or maybe on the pa directly when the bleeding began; however, it was unknown if the bleeding resulted from a da vinci stapler and staple line, but knows the surgeon was working on vessels near the pa and used a da vinci stapler during the procedure. The or staff reported that the patient's tissue was in poor condition which contributed to the bleeding complication. Attempts to contact the surgeon for additional information have been unsuccessful.